Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for troubleshooting, including trying different power sources and chargers, but these efforts were unsuccessful in resolving the issue. Consequently, technical support arranged for the replacement of the pump. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy.